Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25july2019. The manufacturer's technical services (ts) confirmed the reported issue. Customer was advised to replace the keypad. The customer replaced the defective keypad to address the reported problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports indicator failure. There was no patient involvement.